Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
As reported by the patient's mother to medical services, patient uses the 18fr, 3.4 cm bard button tube. Patient's mother alleged leakage through the tube. Medical services discussed possible causes of leakage through the tube and suggested they follow up with physician. No reported harm to patient.